Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from march 13, 2020 - march 16, 2020. Two actual samples were evaluated. The remaining 22 samples were not received as a trained quality specialist (na) selected the two (2) samples to represent all of the impacted units because they exhibit the same defect conditions. Visual inspection on the returned units revealed the particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were identified to be polyvinyl chloride (pvc) material via ftir test (fourier-transform infrared spectroscopy). Pvc is a raw material of the device tubing line. The particles were measured and found to be within manufacturing specification range. Therefore, the devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty four (24) units of ce infusor lv (large volume) had red/brown particulate matter observed on the tubing. This was identified during an unspecified process step prior to use. There was no patient involvement. No additional information is available.